Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 21 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems leaked, 6 caused localized IV site infections, and 79 had issues with infiltration/extravasation. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (21), localised IV site infection (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (6), infiltration / extravasation (79), and no / reduced flow of IV fluid (11)." "Additional information related to localised IV site infection: "report of phlebitis by the pacu rns"".

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that 21 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems leaked, 6 caused localized IV site infections, and 79 had issues with infiltration/extravasation. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (21), localised IV site infection (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (6), infiltration / extravasation (79), and no / reduced flow of IV fluid (11).". "Additional information related to localised IV site infection: "report of phlebitis by the pacu rns"".